Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information that, while outside of procedure, the navigation system computer does not boot up. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: the reported issue was reviewed by medtronic personnel. The review found that the reported issue was found to be inadvertently filed and not meeting the reportability requirement of 21 cfr 803.